Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected at the firing. The device was used between the colon and the rectum. The indicator moved above while the firing lever was being closed after the indicator was placed bottom of the gap setting scale at starting the firing. However, the surgeon continued the firing, and the washer was cut. But, the suture end of the purse-string suture was not cut completely. The donuts were created properly. The surgeon concerned about the highly firing force and the uncut of the suture, so that another device was used just in case to complete the case. There were no adverse consequences to the patient. The patient was not overweight and had no edema. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a53r. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. Only anvil half washer was received and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device label was noted missing and body fluids were observed on edge of this area. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.